Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. Visual and microscopic inspections were performed and noted a cracked light blue main body. Leak testing, clear passage testing, clamp function testing, integrity of the seal surface testing, and torque engagement were performed with no issues noted. A short simulated therapy was successfully performed. The reported condition of a leak was not verified; however, the device was identified as damaged. The cause of the damage could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap transfer set was identified. A sample of the device was not received and device analysis cannot be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of lot h14a09029. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a leak at the unknown location of the transfer set. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.